Manufacturer narrative:
The actual sample was discarded. A request has been made for companion samples to be returned for evaluation. Should the sample be returned, a follow up medwatch will be submitted.

Event description:
A facility representative contacted baxter product surveillance to report over infusion during patient use. The medication to be infused was heparin. The patient was admitted to the hospital due to unknown reason. According to the reporter, the incident took place in 2007 during night shift. The nurse that was in charge with the patient was not available for interview, however, she was described as very experienced; therefore, it is very unlikely that a use error occured. The patient medical history, admitting diagnoses or clinical outcomes were not provided, however, it was reported that protamine sulfate was administered to the patient in order to neutralize the effect of the heparin. No other information available at this time.